Event description:
Customer reported that on (B)(6) 2014 he noticed a battery icon displayed on his adc blood glucose meter. Customer further reported that on (B)(6) 2014 he was scheduled for a tonsillectomy and had been instructed to test prior to the procedure, but due to the battery icon he could not test. Customer further reported he felt his glucose was high. Customer's friend took him to the hospital where a reading between "140-150" was received. Customer was administered both novolog insulin and another unspecified insulin. No further information was provided as the customer declined to continue troubleshooting, noting he was instructed to limit his speaking following his surgery. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The customer's meter has been returned and an investigation has determined the complaint is not confirmed. The returned battery was replaced with a known good battery, resulting in the meter powering on with test strip insertion. Low battery icon was not observed. All pertinent information available to abbott diabetes care has been submitted.